Manufacturer narrative:
Continuation of d10: product ID 97714, serial# (B)(6). Product type ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt said their back starting hurting tuesday and then when they tried to charge today, it was displaying the reposition antenna screen no matter where they adjusted the antenna to charge. Pt did not have their programmer with to confirm if ins was possibly over discharged. Pt said they last charged the ins about 1.5 weeks ago and said they were able to get all coupling boxes full when they had charged. Pt inspected the recharging antenna and said it looked good. An email was sent to the repair department to replace the recharging antenna. If the recharging antenna does not resolve the issue, pss redirected pt to their hcp for further assistance for possible od. Patient called in today stated they are looking to have an MRI done. Pss reviewed information and mdt resources available to hcps. During the call, patient mentioned the stimulator is "dead". Patient clarified they had issues with charging their stimulator and never got it working again. Patient stated they saw an mdt rep who confirmed the stimulator would need to be replaced. Patient called back repeating information from previous call. Patient reported that they have an MRI on tuesday at 11am and they have to have it stat because of bone infections in their foot and being a diabetic that is not good. Patient stated they spoke to an agent yesterday about mris and guidelines in relationship to their implant being dead for a year; patient added that they got a call from their surgeon and they told the patient that they can't have an MRI unless the implant is turned on. Patient noted that they saw their wound doctor tuesday and they said that they need to have the MRI; patient followed up saying they are confused on if they can have MRI. Patient mentioned that their doctor was supposed to be faxed a form to fill out about the MRI. Agent reviewed MRI information and gave patient the tech services phone number to give to their wound doctor for further questions.